Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the device was in disconnected mode. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in disconnect mode and offline in remote smart service. The field service engineer (fse) asked the customer to check where the ethernet cable was connected and found that the cable had been plugged into the expansion port instead of the network port. Once the customer connected the cable to the correct port, the on-screen notices were cleared without requiring a reboot. The system functioned as intended after the field service engineer resolved the issue.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the device was in disconnected mode. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.